Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported incomplete deployment of the cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that she was not sure if the cannula "ejected all the way". The customer's bg levels were as follows: time: 8:59pm; blood glucose (mg/dl): 139; 1:05am, 245; 5:25am, 254 -mom gave correction bolus (unknown quantity); 7:28am, 249 - mom removed pod.